Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21622j, reader sn: (B)(4). Repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were 19 previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team performed retain testing and did not reproduce the false positive results. Customer complaint was not confirmed. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.